Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for a same model/length but different diopter lens and it was unknown if the problem was resolved, see MFR report # 2023826-2020-00955 for the exchanged lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).